Manufacturer narrative:
The reported events of inadequate capture, unable to implant, separation failure, docking issue, and r-wave amp variation were not confirmed. Final analysis found no anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, the initial fixation attempt revealed high capture threshold and inadequate current of injury. Additionally, r-wave amplitude was noted to be inadequate. The physician exhibited difficulty re-docking the lp to the delivery catheter. The lp was unable to be unscrewed and was eventually able to be released by rotating the entire catheter. The procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.